Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pulse generator and atrial lead exhibited oversensing. The patient was scheduled to visit the clinic on (B)(6) 2017. Although requested, no final patient outcome was provided. It was suggested during the call that programming change be made.